Manufacturer narrative:
The user facility is outside the united states. The limited information available indicates that a revision procedure occurred. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown; PMA/510(k) number - unknown/ manufacture date ¿ unknown. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-05888 / 05889).

Event description:
It was reported that the patient underwent a total hip arthroplasty on (B)(6) 2008. Subsequently, a revision occurred on (B)(6) 2014 due to armd and mechanical complication of internal joint prosthesis.

Manufacturer narrative:
The head and shell were evaluated and found to have been manufactured within specifications. Visual examination of the head and cup revealed evidence of subluxation of the joint, scratching of the bearing surfaces and taper fretting. The length of service is 8 years, and the removal is typical if there is a metal ion concern in this area.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions."